Manufacturer narrative:
The alleged behaviour only occurred in the reported sample, and no other instance was identified. The investigation was unable to reproduce the issue in a virtual environment, and no evidence of what caused the trigger could be found. No root cause or product issue could be identified.

Manufacturer narrative:
The analyzer and regent lot number involved in the event was not provided. The investigation is ongoing.

Event description:
There was an allegation of a result issue for the benzodiazepine assay due to the navify lab operations software. A rule in the software for the assay was triggered twice. This rule transforms the result to negative if it is less than 0. Otherwise, it sets the result to positive. The option 'when value cannot be evaluated is considered false' was enabled, and the same rule was executed again. As a result, the initial outcome was negative, but since it could not be evaluated again, it was considered false, and the result was set to positive.